Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main full-height drawer 6 was not detected as closed at the station. A field service engineer found the latch sensor was loose. After pushing it in, the sensor clicked into place, securing it to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer 6 in 3se failed to close and though it was closed, the entire drawer read as failed, preventing users from accessing medication for a patient. However, the customer was able to use other pyxis to find the medication for patients. There were no adverse events or injuries reported based on this event.